Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in a the needle pierced the catheter and operator's finger. The following information was provided by the initial reporter: on (B)(6) 2021, when nursing staff gave indwelling needle to the patient in the general department, they first injected the needle at 20 degrees and saw blood, then continued to move forward 0.2cm along the vein direction, sent all the needle core and catheter tube into the blood vessel and withdrew the needle core. When blood came out, they stopped for observation and found that the needle core had punctured the catheter tube. Then they quickly pulled out the needle and asked the attendant to press the patient nursing staff took off glove and checked blood on the left thumb, immediately flushed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in a the needle pierced the catheter and operator's finger. The following information was provided by the initial reporter: on (B)(6), 2021, when nursing staff gave indwelling needle to the patient in the general department, they first injected the needle at 20 degrees and saw blood, then continued to move forward 0.2cm along the vein direction, sent all the needle core and catheter tube into the blood vessel and withdrew the needle core. When blood came out, they stopped for observation and found that the needle core had punctured the catheter tube. Then they quickly pulled out the needle and asked the attendant to press the patient. Nursing staff took off glove and checked blood on the left thumb, immediately flushed

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.